Event description:
Device was recalled from customer per FDA. When the device was returned to physio-control and evaluated by the failure analysis lab, it was observed that the device would not power up. There was no patient use associated with this reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed excessive current leakage from the internal batteries in the device's powered-off state. Physio further evaluated the device's analog pcb assembly and determined that root cause for the failure was an electrically leaky capacitor, designator.